Event description:
The manufacturer received information alleging an issue related to the bipap device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
This MDR is being submitted as part of a batch submission of complaints that were reassessed as reportable foam degradation complaints; discovered as part of a retrospective remediation review.

Manufacturer narrative:
The manufacturer previously received incorrect information alleging an issue related to the bipap device's sound abatement foam. There was no report of patient harm or injury. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058. Section b5 should have been reported as: a bipap was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at third-party service center, small black pellets were observed in the blower and valve that enforced into the mask. The blower and valve were replaced to address the issue. Section e. 1 was incorrectly reported in previous report, which is now updated in this follow-up report.